Event description:
It was reported that the pump was not annunciating audible tones for alarms. Additionally, it was reported that the pump battery had "issues charging". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.